Event description:
An 8 mm diameter x 30 mm length bridge assurant biliary stent was inserted in a patient for treatment of a right iliac artery lesion in 2002. Vessel calcification was reported to be moderate. The device was inserted into the patient with an up-and-over technique, but would not pass through the 6 f arrow sheath. The stent delivery system and sheath were removed, and a second bridge assurant stent was successfully inserted and deployed through a 7 f sheath. No clinical sequelae were reported, and the patient is reported to be fine. Analysis of the returned stent delivery system has been completed. The device was returned with the stent on the balloon. The 6 f arrow sheath was not returned. The stent was well-positioned between the marker bands, and stent adhesion was not compromised. No kinks were on the catheter. The device passed profile and inflation/deflation testing. The stent delivery system was passed through a 6 f cordis sheath with high resistance. Based on the investigation performed completed and the lack of return of the 6 f arrow sheath, it is not possible to determine the cause of the insertion difficulties.